Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed the device had no telemetry and no pacing output. Further analysis found the device lost telemetry and function due to battery depletion. There was no evidence to indicate the depletion of the battery was anything other than normal. The device was fully functional when powered with an external supply. Residual voltage and impedance indicated no issues with the battery. There was no save-to-disk data to be retrieved, due to the depletion, and no information was received with the returned device. Therefore, analysis results are inconclusive.